Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft of a maryland bipolar forceps was bent and could not be removed from the cannula. The technical support engineer (tse) confirmed a related error in the logs and advised customer to cut the instrument from the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and no damage was observed. The instrument was stuck in the cannula when the customer tried to remove instrument that was bent the wrist. The port incision was not increased in order to remove the instrument and cannula together. There was no fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.